Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, in ER due to lung complications. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath, in ER due to lung complications related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. And observed minor dust/dirt contamination on sd cover flip lid, top enclosure, ui panel, blower, blower outlet seal, blower box, rear panel, bottom enclosure, p4 power connector. Unknown contaminate on top enclosure, inside rear panel, ui panel, inside bottom enclosure. Hairlike substance on inside top enclosure. A contaminate consistent with keratin was observed on the blower box. Also observed dust/dirt contamination in the airpath, likely from a source external to the device and was observed no evidence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was not observed in the base unit.